Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio-seal device, hemostasis was successfully achieved around 6:00 pm. However, on the following day, after over 12 hours had passed, bleeding occurred when the patient got up from the bed and started walking. The physician applied manual compression, and hemostasis was successfully achieved. The patient was discharged from the hospital after taking a complete rest. The physician assumed that the cause of bleeding was a pseudoaneurysm. The procedure before deploying the device was evt (iliac). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site and the vessel diameter are unknown. The bleeding occurred outside of the procedure room. The patient was discharged. The reported blood loss was less than 250cc. There were no other devices or equipment used with the reported product.